Event description:
The customer reported being admitted in the intensive care unit due to high blood glucose of 569mg/dl. The caller mentioned that when she removed the infusion set the cannula was bent. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found battery alarms. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. The customer mentioned that the cannula was bent both times while she was admitted. Advised the caller to speak her doctor regarding the low glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.